Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+ and a prolapsed posterior. An xtw clip was inserted, and there were difficulties grasping. The physician believed that the clip was caught in the chordae during grasping, but was able to be freed. After deployment, a new flail was observed due to a chordal rupture. To reduce mr and treat the flail, two additional clips were successfully implanted, reducing the mr to a grade of 1+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with leaflet grasping resulting in difficult to remove the clip from the anatomy during grasping attempts appears to be due to patient conditions (prolapsed posterior leaflet). Unspecified tissue injury appears to be due to procedural conditions associated with difficulty removing the clip from anatomy. Tissue damage/injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.